Event description:
Procedure: thoracotomy. Reportedly, the stapler failed when the surgeon attempted to staple a piece of the lung. The surgeon could not release or open the reload out of the handle. The surgeon had to disassemble the handle in order to release the load but the load still would not release. The instrument had to be cut off tissue in order to remove it. At that time, a piece of plastic broke off and fell into the patient's cavity. The plastic was retrieved from the cavity. Used another instrument and reload to complete the procedure. No further patient injury reported.